Event description:
It was reported that a new ilet user experienced elevated blood glucose after breakfast, with a highest reported value of 292 mg/dl decreasing to 235 mg/dl with downward trend arrows, and was transferred to a clinician for assessment and scheduled for additional training. Symptoms included headache. Outcomes included user education and troubleshooting with assignment for additional training. Investigation included telephone triage and clinician referral. Investigation of this case revealed no device alarms and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.